Event description:
It was reported that during a colectomy, the device locked onto the tissue and there was trouble removing the device from tissue. The surgeon forced the handle apart to get the jaws open. There was no tissue damage. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.